Event description:
It was reported that the bd ultra fine¿ insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: when the shield was removed, the needle with the shied was separated from the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: when the shield was removed, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned two images of the 29 guage bd syringe. The customer reported that when the shield was removed, the needle with the shied was separated from the barrel. The images were examined, and it was observed that the cannula was no longer attached to the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. No DHR review can be carried out as lot number is unknown. Based on the images received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A CAPA has been opened to address this issue.